Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the skin irritation. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 14421-aw rev h 01/16, using the pod 5 / page 44, living with diabetes 9 / page 107. Warning: do not use a pod if you are sensitive to or have allergies to acrylic adhesives, or have fragile or easily damaged skin. Advises: at least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
The customer reported that he had seen a doctor about irritations after pod wear, which he described as red, bumpy, and itchy skin. The doctor did not diagnose a specific condition, only stated that the customer may have developed an allergy to the adhesive over time. He was prescribed fluticasone propionate to help with the rash. Pod wear was longer than 48 hours.